Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: a 3ml syringe ref. 309658 filled with vidaza (anticancer drug) cracked during administration, causing the drug to splash everywhere. A new chemotherapy syringe had to be refilled.

Event description:
It was reported that the 3ml bd plastipak¿ syringe luer-lok¿ tip experienced device damage/deformation while still considered operable and leakage. The following information was provided by the initial reporter: a 3ml syringe ref. (B)(4) filled with vidaza (anticancer drug) cracked during administration, causing the drug to splash everywhere. A new chemotherapy syringe had to be refilled.

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. A loose 3ml plastipak syringe with needle attached was seen in the photo. A crack appeared to be present lengthwise in the bottom half of the barrel. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the cracked barrel defect is associated with the assembly process.